Event description:
Additional information was received from a company rep. It was reported that the procedure was a t7-t11 spinal fusion and there was a 15minute delay. There was 1 unused spin and there were 3 people in the room at the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per (B)(4), it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. Estimated absorbed or effective dose is = 12.5 msv. Number of people exposed: 1 - patient number of people in or other than patient: 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. Product analysis #(B)(4): (B)(4). Workordername : (B)(4). Analysis summary text: action/resolution: checked system performance within logs. No problem found. Completed system checkout. System functioning normally. Cable grade: a contact: (B)(6). Demo/eval unit: false hardware. P/f: pass. Imaging modalities p/f: pass. Inspection and operational tests p/f: pass. Instruments p/f: pass. Mechanical inspection p/f: pass. Record type: o2. System checkout (closed) software p/f: pass. Status: completed. Does the system perform as intended?: yes. Were hardware parts replaced?: no. (B)(4). Workordername : (B)(4). Analysis summary text : contact: (B)(6). Demo/eval unit: false does this result in a complaint?: no. Hardware p/f: pass. Instruments p/f: pass. Record type: other site visit (closed). Software p/f: pass. Status: completed. Type of visit: other. Meeting was stealth autoguide involved?: no.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was difficulty connecting the imaging system to the navigation systems. The site was able to verify/ping with both navigation systems and tired two different ethernet cables with both systems. The site rebooted the imaging and navigation systems. The site enabled navigation connection from features but the selection did not populate on the mobile viewing station (mvs) patient screen. The site unplugged the umbilical and plugged it back in. Eventually they had the 3 green boxes on the navigation system and completed a spin. The spin ended up being a non-navigated spin and they aborted use of the navigation and imaging systems for the case. There was no impact on the patient.